Event description:
Suspected free flow of anesthetic through an alaris IV low sorbing tubing set via an IV pump that was turned off with the tubing locked closed. The pt recovered without any negative sequelae.